Event description:
During an emergency resuscitation the nurse tried to manually ventilate the pt but the resuscitator bag did not function correctly. It would not provide positive pressure breath on inhalation thus no air was introduced into the pt's lungs. The pt did not have an artificial airway in place and was mask ventilated. The oxygen reservoir bag did not fill properly with 15 liters per minute oxygen flowrate. The resuscitator bag's recoil was too slow. A second bag was used and it functioned correctly.